Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the calcified and moderately tortuous distal left circumflex artery. The apex monorail 20mm x 3.00mm was advanced to the lesion and upon the second or third inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was located in the calcified and moderately tortuous distal left circumflex artery. The apex monorail 20mm x 3.00mm was advanced to the lesion and upon the second or third inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: returned device analysis identified a pinhole leak in the balloon. The pinhole was located approximately 3mm distal to the distal edge of the proximal markerband. A detailed examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).